Event description:
Reportedly, when operating, the instrument fired, but the device cracked and the staples did not form properly. They dropped into the cavity, but they could be removed with no problem. Changed to the open procedure.